Event description:
Additional information was received indicating the high out-of-range pace impedances continue to be an ongoing issue in addition to high rv pacing thresholds. Boston scientific technical services (ts) review of device data found extracardiac signals visible on the rv channel following the r-waves. Recommendations were made regarding increased follow-up. The patient will be followed via the remote monitoring system and present for additional follow-up in several months time. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
--

Event description:
Boston scientific received information that during a routine follow up, high pacing impedance and high pacing threshold measurements were observed on the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. All other measurements were stable with no noise episodes. A closer follow up was planned to ensure that the situation remains stable. The device and lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the precise value of the high rv lead pacing impedance measurement of >2000 ohms with all other measurements within range. Disk analysis had been performed and boston scientific technical services (ts) discussed the issue and noted that the high out of range pacing impedance was recorded since the end of (B)(6) 2013. No adverse patient effects were reported.

Event description:
--